Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mildly calcified 75% stenosed common iliac artery. An armada 35 balloon dilatation catheter (bdc) was used in the procedure. When attempting to inflate the balloon to 18 atmospheres, a leak from the catheter's shaft was found. A second attempt to inflate the balloon to 18 atmospheres was attempted, however; due to the leak the pressure of 18 atmospheres could not be maintained. There were no issues noted with the bdc during preparation. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis, therefore the reported leak near the hub could not be confirmed. A review of the complaint handling database found no similar incidents from this lot. Based on the reported information, abbott conducted a root cause analysis and found the occurrence to be potentially related to a manufacturing and design issue. Further assessment of this issue per site operating procedures was performed. The performance of these devices will continue to be monitored.

Event description:
Subsequent to the submittal of the initial medwatch report additional information was received with a correction to the case details: on the second inflation of the balloon, the pressure was able to be maintained at 18 atmospheres despite the leak. No additional information provided.